Manufacturer narrative:
Philips service performed a reboot and scheduled follow-up service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm floats away due to intermittent positioning failure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.